Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited an increase in pacing impedance, the sensing and capture threshold were reported to be stable. The ra lead was explanted and replaced. The patient remained stable throughout the procedure.